Event description:
It was reported that after removal of the protective sheath for preparation, no stent was found on the balloon. It was found inside the protective sheath. There was no pt involvement. No additional info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood in the guide wire lumen. This is consistent with preparation and the sds at least partially advanced over a guide wire. There was contrast in the inflation lumen and balloon. The stent implant was returned dislodged from the sds and inside the orange protective sheath. There was no damage noted to the stent implant or protective sheath. The balloon was partially inflated with contrast. There was no damage noted to the sds. The inner diameter of the flared end of the protective sheath was measured with pin gauges. A snap gauge was used to measure the outer diameter of the stent implant. The measurements met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. In this case, it is possible that during preparation, positive pressure was applied to the sds as evident in the returned device, such that when the protective sheath was removed; resistance was met, facilitating the stent dislodgement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported stent dislodgement could not be determined.